Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. Data log was not provided or was not found on the remote server. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood (hemolysis): the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. Clinical symptoms (hemorrhage/bleeding): the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. H6 code a24 was incorrectly reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding and hematuria. The patient was transfused three units of packed red blood cells, and the p level of the pump was decreased in response. The pump was explanted and the patient survived.